Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing resulting in pacing inhibition. The physician explanted and replaced the ra and rv lead. The patient condition was stable.